Event description:
Related manufacturer report number: 2017865-2023-94035. During a remote follow-up, episodes of far-field r-wave oversensing were observed on the device. No known intervention has been performed at this time. The patient was stable and will continue to be monitored.